Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced ventricular tachycardia (vt). The right ventricular (rv) lead exhibited rise in threshold, high threshold, decrease in impedance, decrease in r-wave length and micro dislodgement. The lead was explanted and replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.